Manufacturer narrative:
The customer reported problem was confirmed. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
Customer reported the alaris pump module displayed error code 242.4030. It was reported there was no patient involvement.